Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(4). Batch: 7099358.

Event description:
It was reported that an implant procedure was aborted as the leads were not going posterior and the patient was very uncomfortable. The leads will not be returned per hospital policy.